Manufacturer narrative:
Approximate age of device ¿ 3 years 3 months 13 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange on (B)(6) 2019 due to high ldh over 600 u/l. The (B)(4) will be returned for evaluation. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(4) confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 2.5¿ from the pump housing and a distal portion was returned measuring approximately 20¿ (figure 1). The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a deposition loosely seated on the proximal side of the outlet stator. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump for an extended period of time, while it was operating. Although the origins of the deposition and a duration of which it was present in the pump cannot be conclusively determined, if it were present during device operation, it could have contributed to the report of elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The hmii IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the hmii lvas. The IFU addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the hmii lvas. No further information was provided. The manufacturer is closing the file on this event.